Manufacturer narrative:
The device history record (DHR) for lot 2410500063 was reviewed and no anomalies related to the reported issues were observed. The device was received for evaluation and reported issue of breakage was not observed; however, the reported condition of cannot connect to hub was observed. A corrective and preventive action has been initiated to further investigate this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, the nursing staff reported that the tubing would not attach securely to umbilical line. The hub of line found to be broken. The issue was reported to the provider and the line was removed since it was unable to securely connect. There was no harm reported.